Event description:
It has been reported that the catheter was placed at the patient's bedside. After insertion, the clinician discovered that the lumen where the brown hub meets had a small crack which resulted in a leak. Since it was a difficult insertion, the catheter was clamped off and remains in the patient. They do not know if this caused a delay in treatment to the patient, no patient death, and no patient complications were reported. On (B)(6) 2012 - follow up information states the lumen was clamped off and the other three lumens were used.

Manufacturer narrative:
(B)(4).